Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular (rv) channel, and possible lead crosstalk occurring. Upon further troubleshooting, intermittent ventricular sensing was observed. It was further reported that an x-ray was performed and the rv lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.